Manufacturer narrative:
The reported events are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade unknown, seroma late, rupture.

Event description:
Healthcare professional reported against the right side "heterogeneous right breast prosthesis with the presence of adjacent fluid, especially in the qim" and "suspicious signs of extra-capsular rupture of the right breast prosthesis, with MRI recommended". Device remains implanted.

Event description:
Healthcare professional reported later reported right side capsular contracture, baker grade IV.

Manufacturer narrative:
Additional, changed, and/or corrected data: b5.